Manufacturer narrative:
Unit received with cracked/detached end cap, cracked battery tube threads, loose/protruded drive support disk. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damaged battery compartment. Troubleshooting was done for cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.